Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values four days after the sensor was inserted in the arm. The patient experienced convulsions, the cgm was reading 9.6 mmol/l and the blood glucose reading was low blood sugar level, but no specific value was reported. The mother found the daughter with convulsions on the floor and called the ambulance. The paramedics gave a glucagon injection in the thigh and treatment mentioned by the parent as ¿intensive carbohydrates liquid,¿ most likely intravenous. The patient entered the emergency department on the (B)(6) 2022 and was discharged on the (B)(6) 2022. At the time of the report the patient was in a good condition. At an unknown moment, the cgm was reading 16.8 mmol/l and the blood glucose level was 8.9 mmol/l. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.